Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on cardiac infarction patient, the iab optical sensor failure alarmed repeatedly and could not measure the artery pressure from central lumen. Instead, the artery pressure was measured via an alternate method to continue therapy. There was no reported injury to the patient.